Event description:
It was reported that pump displayed malfunction alarm malf 12, which could be reset but recurred after reset, and no notable events occurred before the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, was arranged a replacement pump, and planned to use multiple daily injections as backup therapy; technical support confirmed shipping address, instructed customer to place current pump into storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.